Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor produced abnormal shutdowns. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Service investigation revealed the monitor was resetting during the detect and treat test. The cause of the resets is a defective u1 switching regulator component. The root cause of the defective u1 component cannot be positively identified. No adverse event resulted from the defective u1 component. The last patient to use this monitor did not report any deficiencies.